Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was replaced due to dislodgement with diaphragmatic stimulation. During the lv lead replacement procedure, attempts to place a new lead were unsuccessful in achieving acceptable an acceptable threshold without being associated with phrenic nerve stimulation. A new replacement lv lead was chosen and implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).